Event description:
It is reported that during surgery in early 2009, the nurse went to open the container during surgery, the inner packaging came away with the outer packaging. The nurse questioned the sterility of the packaging and rejected the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.